Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins has been implanted since 2006. The patient was getting intermittent stimulation. It was thought that there was an issue with the lead as the battery says ¿service life ok.¿ an impedance check showed these contacts in range: 0 <(>&<)>3 ¿ 690 1 <(>&<)>2 ¿ 1395 2<(>&<)>3 ¿ 1395 2<(>&<)> 5 ¿ 1395 3<(>&<)> 5 ¿ 690 5<(>&<)>6 -1395 the other impedances were out of range >4,000 ohms. The device was set at 30 rate, 1.5amp, 210 pw, 2-40 voltage, and capacity use 40-85. Additional information received reported that the patient was reprogrammed. The cause of the event remains unknown. It was reported that the patient was happy with reprogramming.